Manufacturer narrative:
The tandem user guide addresses removing air from the cartridge prior to filling. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges were leaking at the septum. Customer loaded a new cartridge to address the issue. Customer was not properly removing air from the cartridge. Customer's blood glucose was 190 mg/dl.